Event description:
It was reported that the shock impedance was 18 ohms. Historically, the value had been stable and around 38 ohms. No known sources of electromagnetic interference (emi) were identified. There was also a history of noise on the right ventricular (rv) lead that led to multiple non-sustained ventricular episodes sensed by the implantable cardioverter defibrillator. The rv lead remains in service and no adverse patient effects were reported. Additional information received indicated that another alert occurred for shock impedance of 16 ohms. Noise was also present and it was unknown if it was due to emi. Technical services recommended further testing to try to recreate the noise and low impedance reading. No adverse patient effects were reported.

Event description:
It was reported that the shock impedance was 18 ohms. Historically, the value had been stable and around 38 ohms. No known sources of electromagnetic interference (emi) were identified. There was also a history of noise on the right ventricular (rv) lead that led to multiple non-sustained ventricular episodes sensed by the implantable cardioverter defibrillator. The rv lead remains in service and no adverse patient effects were reported. Additional information received indicated that another alert occurred for shock impedance of 16 ohms. Noise was also present and it was unknown if it was due to emi. Technical services recommended further testing to try to recreate the noise and low impedance reading. No adverse patient effects were reported. It was additionally reported that the rv lead was capped abandoned due to noise and oversensing without pacing inhibition. The patient received implant of a subcutaneous implantable cardioverter defibrillator system. No additional adverse patient effect were reported.

Event description:
It was reported that the shock impedance was 18 ohms. Historically, the value had been stable and around 38 ohms. No known sources of electromagnetic interference were identified. There was also a history of noise on the right ventricular (rv) lead that led to multiple non-sustained ventricular episodes sensed by the implantable cardioverter defibrillator. The rv lead remains in service and no adverse patient effects were reported.